Event description:
Pt had the infusion tubing detach from the tubing connector in the middle of the night. He woke up in diabetic ketoacidosis (dka) with a blood sugar test of 420 and vomiting. Pt self-treated and did not seek medical attention.

Manufacturer narrative:
This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q3 2013. In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report #(B)(4). According to the eval result, which is an extract of the info sent to the FDA in relation to the recall. A visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tubing was detached from the asante connector and for this condition it was leaking. The reference samples were visually inspected and tested for flow, leak and static pull of tubing connector. The tubing was detached from the asante reservoir connector. No unused devices were returned for investigation. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-connector. The tubing was detached from the asante reservoir connector (7 out of 10). Unomedical a/s received the complaint through asante solutions, the distributor of the infusion set. The internal reference number for this complaint at asante solution is (B)(4).